Event description:
It was reported the xenon light source had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunctions of no image was not confirmed nor reproduced. Based on the results of the investigation, a presumed cause and a root cause could not be determined due to the event not being reproduced or confirmed. Olympus will continue to monitor field performance for this device.